Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. The hcp reported an infection which was not confirmed. It was noted that the ins and extension were removed one week ago due to an infection. Patient was to have an MRI for balance issues. It was reported that the system was partially explanted with the leads left intact. The hcp later reported that the explant was performed on (B)(6), and it was indicated that the ins appeared to be eroded and it was decided to remove the ins and partial lead-actual part would be the extension. It was also mentioned that the physician clipped /cut the lead/extension , and the op note suggests the removal was due to ins erosion and not infection. No further patient complications were reported/ anticipated as a result of this event